Manufacturer narrative:
Incident requires FDA MDR report based on the reporting precedence established for this product family for 'premature stent deployment with safety lock in place'; regardless of patient outcome. On evaluation of the returned device, it was noted that the stent and the safety lock were not returned. There was evidence of sheath deformation. There was a kink in the sheath at approx 5 cm from the tip. The flexor length was noted to be 2011 mm which was noted to be elongated. The kink in the flexor most likely occurred during the transportation from the facility for evaluation. The customer complaint could be confirmed based on customer testimony. The most likely cause of the stent prematurely deploying could be if friction was encountered between the working channel of the scope and the device flexor. This would have caused the flexor to compress and expose the stent from the sheath and prematurely deploy it into the working channel. The flexor compression/elongation flexibility most likely caused or contributed to the issue that the user experienced when attempting to deploy the stent. However as actual use conditions cannot be replicated in the laboratory we cannot conclusively determine the cause of this issue. The relevant personnel have been notified of this complaint event. As per the instructions for use, ifu0065-1, the user is advised of the following; "prior to deploying stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement." From the information provided, the stent was deployed into the working channel of the endoscope before it reached its intended location. Prior to distribution all (B)(4) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for (B)(4) devices of lot c725720 did not reveal any discrepancies that could have contributed to this issue. From the information provided, there were no adverse effects to the patient reported as a result of this occurrence. The scope was changed and the procedure was completed successfully with another metallic stent. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
During an ercp a hiliar stenosis was detected. The user attempted to deliver a zilver biliary stent but the stent deployed without warning inside the working channel of the scope. As per the user, the safety lock was still in place. The scope was changed and the procedure was completed successfully with another metallic stent. No adverse effects to the patient have been reported as occurring as a result of this event.